Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Laboratory analysis of the returned device diagnosed a memory corruption, that is, the device was unable to advance beyond the operating step that was corrupted. Our laboratory technicians indicate that this type of ¿random¿ memory damage is consistent with application of either therapeutic radiation or environmental cosmic radiation. The damaged memory contained instructions for interrogation and high voltage charging (for example, shock therapy was not available). However, pacing and anti-tachy pacing were not impacted and functioned normally.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. During diagnostic testing of the device, an hourglass timer icon appeared. This icon stayed and the measurement was not completed. The programmer can be rebooted to remove the icon, but the device was unable to perform any diagnostics testing measurements. While the device was in this state, the programming parameters can be changed but the device was unable to charge. As a result, tachy therapy was not available. The clinical observations were confirmed through analysis.

Event description:
Boston scientific received information that this device was exhibiting interrogation issues. When the measurements were attempted, the interrogation would stall. Boston scientific technical services (ts) attempted to perform troubleshooting. There was a long capacitor charge time, long capacitor abort time and there was a potential for a corrupt memory due to the loss of daily trend data. As a result, ts recommended explanting this device. This device was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.